Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of no delivery alarms. The customer's blood glucose level at the time of incident was 512mg/dl. The customer treated high levels with manual injection. Troubleshoot was conducted. The customer had changed the reservoirs. The customer declined to return the sets and reservoir for analysis. The customer was advised to call back when the alarm reoccurs.